Event description:
Reliance pss ti rod, straight, 6.0x400mm is part of the rms pedicle screw system. Reliance medical systems was made aware of the broken rods friday, (B)(4) 2017 via text message from field rep. Implantation of device was performed (B)(6) 2016 by dr. (B)(6) at (B)(6). Patient broke each rod at separate times. Patient had more pain when the first of the two rods broke. Patient wasn't wearing her back brace.